Event description:
It was reported that this right atrial (ra) lead was exhibiting intermittent loss of capture (loc) on the right atrial (ra) lead. Technical services (ts) recommended further evaluation. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).